Event description:
The customer reported that while pipetting an hcv microwell plate on summit the technician observed that no sample or diluent was added to well b3. No error was generated. No death or serious injury was associated with this complaint.